Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the p-wave measured by the device had decreased and there were episodes of intermittent atrial undersensing. No action has been taken and the patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2017-31450.